Event description:
It was reported that a patient was receiving chemotherapy infusion (fluorouracil 1870 mg in 500ml) that was hung at 1849. Nurse handoff was completed at 1918 between the incoming rn and outgoing rn. During handoff, the information on the patient, medication, and the dose/rate/duration of the infusion were all verified. The IV pump was also double checked along with IV tubing setup. The pump was programmed to run over 24 hrs. At a rate of 20.8ml/hr. At around 2030, the bedside rn was notified by another staff rn that the patient's IV pump was alarming "air-in-line." Upon arrival to the room, the chemotherapy infusion bag was found empty. The IV pump settings were checked, and the rate still read "20.8ml/hr." Over the remaining duration, which was about 22hrs. The IV tubing was inspected and there were no signs of leakage or spill. The patient's peripherally inserted central catheter (PICC) line site showed no signs of infiltration or extravasation. Although asked, the customer was unable to provide the information patient's impact and the outcome of the event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient was receiving chemotherapy infusion (fluorouracil 1870 mg in 500ml) that was hung at 1849. Nurse handoff was completed at 1918 between the incoming rn and outgoing rn. During handoff, the information on the patient, medication, and the dose/rate/duration of the infusion were all verified. The IV pump was also double checked along with IV tubing setup. The pump was programmed to run over 24 hrs. At a rate of 20.8ml/hr. At around 2030, the bedside rn was notified by another staff rn that the patient's IV pump was alarming "air-in-line." Upon arrival to the room, the chemotherapy infusion bag was found empty. The IV pump settings were checked, and the rate still read "20.8ml/hr." Over the remaining duration, which was about 22hrs. The IV tubing was inspected and there were no signs of leakage or spill. The patient's peripherally inserted central catheter (PICC) line site showed no signs of infiltration or extravasation. Although asked, the customer was unable to provide the information patient's impact and the outcome of the event. A copy of the medwatch report from FDA was received, which states, ¿patient was receiving chemo infusion which was hung at 1849 by previous shift rn. Handoff was completed in 1918, at that time by this rn and previous shift rn. During handoff the patient, medication, and the dose/rate/duration of the infusion were all verified. The IV pump was also double checked along with IV tubing setup. The pump was programmed to run over 24hrs at 20.8ml/hr. At ~2030 this rn was notified by a staff rn that the patient's IV pump was alarming "air-in-line". Upon arrival to room, patient's chemo infusion bag was empty. The IV pump settings were checked and read 20.8ml/hr. Over the remaining duration, which was ~22hrs. The IV tubing was inspected with no signs of leakage or spill. The patient's PICC line site showed no signs of infiltration or extravasation. Patient denies cp/dizziness/palpitations, n/v/d. Vss (vital signs stable) and patient placed on tele, and EKG performed. Pump removed from service and sent to clinical engineering for review. What was the original intended procedure?: chemotherapy infusion."